Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had failed electrical safety. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit had failed electrical safety. The remote service engineer (rse) advised the customer to remove the proximal port connection at the grounding terminal block and to remove any corrosion. It was confirmed that there was a good reading at the proximal port after. The rse then advised the customer to remove the screws at the o2 inlet and to clean off any lock tight on the threads of the screws and the threads they screw into. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.